Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-mar-2025, a clinical specialist reported that the user experienced a low blood glucose (bg) event requiring medical intervention. The user remained on the ilet system. Multiple follow-up attempts were made to gather additional details, but the user did not respond.